Event description:
It was reported that during right primary tibial plateau surgery, the tip of long 2.50 out of the axos proximal lateral tibial targeting system broke during drilling process.

Event description:
It was reported that during right primary tibial plateau surgery, the tip of long 2.50 out of the axos proximal lateral tibial targeting system broke during drilling process.

Manufacturer narrative:
Evaluation summary: the reported event of the broken tip for calibrated drill bit ø2.5mm x 285mm, ao could not be confirmed since the device was not returned. Based on the information received, the root cause was attributed to a user related issue. According to the event description the tissue protection sleeve (ref 703578) and the drill sleeve (ref 703572) were either inadequately used or the references were not used with the aiming block (ref 703564 aiming block prox. Lat. Tibia left, ref 703565 aiming block prox. Lat. Tibia right) resulting in a possible collision between instruments and screws. Additional information from the sales rep. " 2.5 calibrated drill bit was being used by surgeon free handing the guide, surgeon ended up drilling against another screw, too much tocar and then the tip broke off." A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.